Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion (pbd). Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p is not expected to return for analysis.